Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later called and confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening on side radius side assessed surgical damage and one opening on radius side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ yellow particles in device inner/outer surface are observed. ¿ brown particles in device outer surface are observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later called and confirmed left side deflation. Device has been explanted.